Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, unexpected restart error test and off no power test; however, unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked belt clip slot.

Event description:
It was reported that insulin pump was returned without prior authorization or troubleshooting. Failure analysis would be completed.